Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the implanted inflatable penile prosthesis was no longer functioning properly. Upon investigation it was discovered that there was a minor fluid loss, and the pump would not refill to the cylinders after a few pumps. The patient underwent revision surgery, the cylinder was explanted to implant a new 14mm ambicor. There were no patient complications.